Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device will not charge. There was no visible physical damage to the charger port reported. No patient involvement and no impact noted at this time.